Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger problem) was due to c101 and c102 component reading open. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.